Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit, but was unable to reproduce the reported malfunction. No issue was found. The unit was working okay. The iabp was handed over to the customer in proper, working condition.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
It was reported during a routine check performed by the customer, the cs300 intra-aortic balloon pump (iabp) augmentation pressure was not coming. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.